Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(4) stating that during service it was found that components of the device were missing. It is unknown if the device was used in surgery. It is also unknown if injuries or medical intervention were reported. There was no additional information provided.